Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: during investigation, the keypad was found to be intact; no evidence of peeling or damage was observed. The up arrow, down arrow and ok keypad buttons were found to be unresponsive. The keypad was removed and no damage to the button contacts or keypad flex cable was observed. The pump was opened and moisture corrosion was found on the audio bolus button pin connector. Investigation found the keypad buttons were unresponsive due to moisture ingress causing the audio bolus button to short. Unrelated to the complaint, the audio bolus button cover was found to be missing; the audio bolus button response was not able to be tested due to the unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.